Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 153 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm. Customer also reported that the numbers were scrolling without the user's input. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a failed battery test alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No display anomaly or button error alarm noted during testing. Device had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed battery test alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing.